Event description:
I suffered from countless medical issues for years prior to explanation, but was told that there was no connection associated with the implants. Dr (B)(6), (B)(6) was the surgeon who performed my breast augmentation on (B)(6) 2005. The bilateral implants used were mcghan, style 45-800. Ref # 45-800. The implants were the direct cause of countless serious medical issues. Dr (B)(6) refused to respond to countless attempts to contact him regarding these issues. Following multiple years of failing health an explanation was required. Multiple requests for surgical records were made by uf / shands prior to explanation, but were ignored. The only info released included: date of surgery, make of implants, implant ref number, and model / size of implants. In continue to suffer from residual medical issues and have been left permanently disfigured. Please help if at all possible. I purchased an add'l warranty from the MFR as well. FDA safety report ID # (B)(4).